Event description:
It was reported by the customer that a pyxis anesthesia es system not communicating with the server and impacting the workflow of the surgical room. The manufacturer tried to reach out customer for further information about the event, but no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 15-oct-2022 to 14- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined by the field service engineer that the issue is with network connectivity and internal battery. Field service engineer replaced the internal battery. The hospital information technology was able to resolve the issue. The system functioned as intended after being assessed by the hospital it and troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the network connectivity issue. The hospital information technology was able to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system not communicating with the server and impacting the workflow of the surgical room. The manufacturer tried to reach out customer for further information about the event, but no other information was released regarding this event. There were no adverse events or injuries reported based on this event.